Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage, as there was stretching and the outer insulation of the lead was extrinsically breached due to a cut.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited rising impedance, high thresholds, high impedance, oversensing, noise, and no capture. It was also reported that the rv lead was confirmed to be fractured via x-ray. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.